Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 0.9, lab: 5.0. Yesterday, the nurse tried to get a result from a pt and first got a lo sample error. She tested again using the same finger stick as before and got a 0.9 on the meter around two minutes later. A lab draw was taken resulting in an inr = 5.0. Therapeutic range = 2-3. Customer (rn) tested herself on the meter and got 0.8.